Event description:
On (B)(6) 2023, patient was undergoing lithotripsy when the eswl (extracorporeal shock wave lithotripsy) machine stopped working. Vendor onsite attempted to troubleshoot without success. Physician aborted procedure with intention of patient to return. Equipment removed from service. On (B)(6) 2023, patient returned for continuation of lithotripsy. Patient tolerated procedure well.